Manufacturer narrative:
Citation: guilherme dabus, italo linfante, james benenati,chad a perlyn, mario martínez-galdámez. Interventional management of high-flow craniofacial vascular malformations: a database analysis and review of the literature. J neurointervent surg 2017. Received 2 february 2016 this was a retrospective review of neuro interventional databases from 2 institutions from october 2010 through june 2015. All patient treated for a high-flow craniofacial vascular malformation were included. Clinical presentation, location, type, agent and techniques used, procedural complications, and clinical and imaging follow-up were included in the analysis. Within the study only 1 procedural complication occurred. The authors concluded that high-flow craniofacial vascular malformations can be successfully managed with interventional techniques. There is limited information about the device and/or the patient within the article. It was reported that the patient age was in the mid 60's. Attempts were made to obtain additional information. However, no additional information was provided. Should it become available, a supplemental report will be submitted. The onyx will not be returned for analysis as it was implanted in the patient; therefore, the event cause could not be determined. However, based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Mdrs from this event: 2029214-2017-00464, 2029214-2017-00465, 2029214-2017-00466, 2029214-2017-00467.

Event description:
Medtronic received information through literature review that this patient experienced a procedural complication of skin ulceration after onyx embolization was performed through direct puncture to treat a superficial component of a high-flow avm. The patient presented with mass/disfigurement/bleeding to the face. The avm was treated in four separate sessions. The first 3 sessions were completed without issue. The fourth session to treat the avm was with 6ml of onyx 18. Transarterially 1ml of onyx was injected. Direct puncture was used to deliver 5mls of onyx. Angiographic result of the avm was mild residual and the clinical result was resolved. However, after the procedure the patient developed a small skin ulceration after the onyx embolization that was performed through direct puncture. The direct puncture was for treatment of a superficial component of the high-flow avm. Despite appropriate wound care and antibiotic therapy, it took 6 months for the ulcer to heal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.